Event description:
Additional information received that the reported issue occurred during a gynecology procedure. There was no issue with the device prior to the procedure. The customer reported that the procedure was completed using another endoscope with no significant delay and the patient did not need additional anesthesia.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for a hd endoeye laparo-thoraco videoscope, exhibiting abnormal color tone (only magenta, green only image) and air/water leakage. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the abnormal color tone issue but was able to duplicate leaking issue during inspection and testing. Upon evaluation of the returned device the following defects were found, watertightness not maintained due to holes in the curved rubber, insulation (safety) during high-frequency treatment could not be ensured due to damage to the hard tube, bending angle insufficient due to elongation of the angle wire, watertightness not maintained due to breakage of the light guide cover glass, scratches found on switch 1. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified; however, the events most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.